Event description:
Procedure performed: percutaneous cholangiography catheter wi. Event description: during the deployment of the retention cone in the cystic duct, a break in continuity of the posterior wall of the cystic duct is evident, caused by the retention cone. Wide dissection of the cystic duct was required until its insertion into the biliary tract. Cholangiography could not be performed. Additional information provided on 19feb2025 by email: the entire cone was inserted into the duct. Yes, the cone was expanded. Yes, it was fully expanded. No information on the size of the duct. Yes, it was difficult to open/close. Patient status: the procedure could not be completed. Intervention: cholangiography could not be performed.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of investigation

Event description:
Procedure performed: percutaneous cholangiography catheter wi. Event description: during the deployment of the retention cone in the cystic duct, a break in continuity of the posterior wall of the cystic duct is evident, caused by the retention cone. Wide dissection of the cystic duct was required until its insertion into the biliary tract. Cholangiography could not be performed. Additional information provided on 19feb2025: the entire cone was inserted into the duct. Yes, the cone was expanded. Yes, it was fully expanded. No information on the size of the duct. Yes, it was difficult to open/close. Type of intervention: cholangiography could not be performed. Patient status: the procedure could not be completed.